Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that when extracorporeal membrane oxygenation (ECMO) was initiated, the primary console (l06581-0004) alarmed with an s3 alarm. The rpms displayed and blood was going through the circuit, but the flow appeared as a flat line. The backup console was turned on to use the flow probe and the same alarm occurred (l06624-0004). The flow probes were switched and a different probe was brought in from another backup console with no improvement. The second console (l06624-0004) also experienced a "power on self-test fail s1" alarm. Both primary and backup consoles were taken out of service.